Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the endoscope and completed the failure analysis investigation. Failure analysis found no image issue with the endoscope during testing. However, mechanical damage was found on the shaft. A procedure log review confirmed that the endoscope was last used on (B)(6) 2022 via system (B)(4). The endoscope was continued to be used after the reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to vision problems with the endoscope. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when using bipolar or coag mode with an endoscope 30, the surgeon side console (ssc) and vision side cart (vsc) monitors flicker and the images are not visible. The customer reported that they do not have this issue with their other four endoscopes. The procedure was converted to another da vinci system and there was no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.